Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, it was noted that the insulation of the right atrial lead became tangled while extending the helix into the right atria. The lead was not implanted, another was implanted. The patient¿s condition during and post procedure was stable.